Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked and customer did not know cause. Pump was no longer functional. Blood glucose was 150 mg/dl. Customer reverted to using insulin pens as an alternate method of insulin therapy.